Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that bolus deliveries were not being recorded in the pump bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings:during testing, the pump powered on properly. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no abnormalities. A 10 unit normal bolus and audio bolus were performed successfully and accurately recorded in the pump history; the complaint was not duplicated. No hypersensitive keypad buttons were observed. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.